Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead exhibited noise while in high output mode in clinic. A chest x-ray was performed which noted crossed wires within the lead. Possible crush was suspected. The lead was capped and replaced on (B)(6) 2018. The patient was stable throughout.

Event description:
New information received noted that the patient's right atrial lead exhibited low impedance.